Event description:
It was reported that in treating a heavy calcified, long lesion in the right common iliac, the stent caught on the struts of a previously deployed stent. The 8x18 omnilink was advanced through a 6fr sheath and would not advance through the previously deployed stent causing the stent to partially move on the balloon. The physician pulled the omnilink back into the sheath and removed the product as a unit without incident. A non-abbott stent was successfully advanced and deployed distally to the previously deployed stent. The physician advanced the sheath for support and after crimping the omnilink back onto the balloon, deployed and advanced the omnilink again and deployed the stent at an alternate location of the lesion successfully. There was no pt injury or effect. No add'l info was available.